Event description:
A glucose meter used in labor/delivery (l&d) appears to have lost its settings for quality control (qc) lockout, allowing the l&d staffs do point of care testing on patients without performing a quality check. All meters should have an automatic lock out feature that prevents testing until a qc has been performed. The lab supervisor that discovered the issue performed an initial investigation and uncovered that the qc testing had not been completed prior to use on six patients over a three week period. The meter was removed from service and the manufacturer notified. All involved patients had blood drawn for testing, and fortunately they all fell within the acceptable 20% variance range.